Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 11 months post implant of this 35mm mitral annuloplasty ring, it was explanted and replaced with a 33mm mitral ring of the same model. The reason for the replacement was that "the doctor wasn't happy with the original repair and thought he could improve it". No additional adverse patient effects were reported.